Event description:
During analysis of a returned controller the device failed functional testing. The controller had a short circuit preventing it from booting up properly. This is an incidental finding unrelated to the reported event.

Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. The controller failed functional testing. The controller would not boot up properly as an input diode (d9) was shorted to ground. The user interface controller (uic) attempted to reset the controller; however, the shorted condition would not allow proper communication on the circuit. The cause of the short circuit condition could not be determined. The diode that shorted is a transient suppressor diode that will absorb large voltage transients to avoid further damage to the circuit. The diode is connected right to the power supply input lines, including the smb data lines. The diode can handle up to 15 kvolts; therefore, this voltage transient must have been higher than 15kvolts. The most likely source of such a high transient is an electrostatic discharge (esd). Esd is a known risk associated with the use of electronic equipment. In april 2013, heartware distributed a notification to patients under field action 3007042319-05/13/13-002-c, advising clinicians to educate their patients regarding esd, how to reduce its potential, to always have a backup controller nearby, and to reiterate instructions for changing power sources and for handling controller alarms/faults. As a preventive action, heartware has also revised the IFU and patient manual to add esd warnings and mitigation instructions.

Manufacturer narrative:
The device has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned controller contained a short circuit. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.